Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. There were several stent struts that were bent and stretched. The stent had moved proximally 13mm. There were stent impressions on the balloon between the markerbands, which indicates that the stent was secure to the balloon during manufacturing. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous mid right coronary artery (rca). A 4.00mmx20mm liberte stent was advanced to treat the lesion. However, the device had difficulty in delivering thus a guidezilla guide extension catheter was used and the distal edge of the stent came in contact with the entrance portion of the guidezilla. During several attempts to advanced the liberte stent, it was noted that the distal edge of the stent was lifted. The procedure was completed with a liberte stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous mid right coronary artery (rca). A 4.00mmx20mm liberté¿ stent was advanced to treat the lesion. However, the device had difficulty in delivering thus a guidezilla guide extension catheter was used and the distal edge of the stent came in contact with the entrance portion of the guidezilla. During several attempts to advanced the liberté¿ stent, it was noted that the distal edge of the stent was lifted. The procedure was completed with a liberté¿ stent. No patient complications were reported and the patient's status was good.